Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask for therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the event. On the same date as onset, the patient began treatment with intraperitoneal vancomycin and intraperitoneal cefepime (doses, frequencies, and durations not reported) for the peritonitis. At the time of this report, antibiotic treatment was ongoing and the patient was recovering from the peritonitis. It was not reported if the patient was retrained on proper aseptic technique. Dianeal therapy was ongoing. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.